Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # t5dx8g. Additional information was requested, and the following was obtained: can you please follow-up with the appropriate personnel to determine how the device "did not fire correctly"? Per surgeon difficult to squeeze handle and fire load did the device deliver a cut line? Yes. Did the device deliver a staple line? Yes incomplete. If yes, were the cut line and staple lines complete? Incomplete staple line. Were there any unformed or malformed staples seen? Was the staple line incomplete (missing staples)? Incomplete staple line. Device analysis: the analysis results showed that the cs40b device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure the stapler did not close completely and did not fire correctly. The surgeon then sewed by hand to complete the case. No patient consequences. Were reported.